Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "new PICC was changed to the patient, but my doctor found some difficulty during insertion. The distal port couldn't flush or withdraw after insertion and located at 1/3 of svc. They have tried few times to relocate and flush or withdraw but still fail. At the end doctor removed it and cut the tip of PICC then everything goes smoothly without complaint." Associated complaint 9680794-2024-00589.

Event description:
It was reported that: "new PICC was changed to the patient, but my doctor found some difficulty during insertion. The distal port couldn't flush or withdraw after insertion and located at 1/3 of svc. They have tried few times to relocate and flush or withdraw but still fail. At the end doctor removed it and cut the tip of PICC then everything goes smoothly without complaint." Associated complaint 9680794-2024-00589.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The image shows a catheter in use, however, the customer report of a blockage could not be confirmed from the photo. Complete visual analysis could not be performed without the device returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection." The customer report of a blocked catheter could not be confirmed based on the customer provided photo. The customer image shows a catheter in use, however, the report of a blockage could not be confirmed from the photo. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.